Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bad tip clamp. Replaced tip clamp lld spring and plunger clamp. The instrument was cleaned, inspected, tested without further problem and returned to expected operation.